Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a lead revision procedure on (B)(6) 2017. Noise had been previously observed on both the atrial and ventricular leads. The patient was not reported to have been symptomatic as a result. During the procedure, damage was observed on the lead near the pulse generator. It is unknown which lead, or if both leads exhibited the damage. Both leads were removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of lead noise and damage were confirmed. External insulation abrasion was noted 29.4 cm to 30.1 cm from the distal tip consistent with friction to another device or feature of the patient's anatomy. A suture sleeve tie mark was found at 32.9 cm from the distal tip. The outer insulation was cut in this region.